Event description:
Additional information received indicates that the right ventricular leadless pacemaker (rvlp) reached recommended replacement time (rrt). No changes or interventions were reported. The patient condition was not known.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed rapid battery depletion of the right ventricular leadless pacemaker (rvlp). No changes or interventions were performed; the device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.

Manufacturer narrative:
Correction: h6 investigation conclusions code updated to cause not established.